Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s921usqs5czd2. Hardware: sm-s921u. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s spouse reported that the patient¿s blood glucose levels increased to 300 mg/dl after approximately 4-24 hours of pod wear on the arm, and insulin leakage was observed during wear. The spouse further reported that the patient has developed scarring on the arms and stomach at sites of previous pod placement where insulin leakage had occurred, with the skin developing a mosquito-like bump and subsequent scar tissue formation at the cannula insertion site. According to the report, the patient typically prepares infusion sites by using alcohol wipes, wiping skin tac around the skin, and placing the pod. No medical evaluation or treatment was reported in relation to the skin symptoms. This event is being reported due to the formation of scar tissue attributed to pod use.